Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a possible pump stop noted in the system controller history screen on (B)(6) 2022. The patient stated that a possible double power cable disconnect occurred at this time. Pump stop was confirmed via log file analysis and was attributed to a complete loss of power. It was additionally reported that the patient was discharged from the hospital on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop event associated with a total loss of power can be confirmed based on the information recorded in the provided log file. The information contained in the log file revealed that the system maintained the set speed with no interruptions from the time stamp of day 58, 2 hours and 49 minutes to day 66, 22 hours and 41 minutes when a complete loss of power was recorded. The remaining data captured in the log file (20 hours and 54 minutes) revealed the system maintained the set speed with no interruptions. A specific root cause for the power loss event recorded in the log file was not able to be determined. The system controller serial number (B)(6) was not available for evaluation. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with manufacturing or qa specifications. Heartmate patient handbook (rev. D) and operating manual (rev. F) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in operating manual (rev. F). The patient handbook heart mate ii patient handbook (rev. D) provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. The patient handbook also contains an emergency response checklist. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a possible pump stop noted in the system controller history screen on (B)(6) 2022. The patient stated that a possible double power cable disconnect occurred at this time. Pump stop was confirmed via log file analysis and was attributed to a complete loss of power. It was additionally reported that the patient was discharged from the hospital on (B)(6) 2022.